Manufacturer narrative:
Related MFR numbers #2916596-2023-03339 and #2916596-2023-02821. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no product was returned for evaluation, and no images were provided by the account. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dizziness, fatigue, and dyspnea could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event, including CT images; however, no additional information was provided. Hm3 lvas, serial number (B)(6), was not returned for evaluation. If the pump is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures,¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b1: corrected. Section d1: corrected. Section d4 (catalog number, primary UDI number): corrected. Section h6 (health effect - impact code): corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed extrinsic obstruction of the outflow graft; however, a specific cause for the observed outflow graft obstruction and the duration for which it was present could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump housing. The pump and outflow graft were encapsulated in tissue. The distal end of the pump cable and the modular cable were returned, properly connected at the inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged at the graft hardware. The apical cuff was returned, properly engaged with the cuff lock. Upon removal of the bend relief, a lengthwise crease in the graft material was observed. An accumulation of fixed tissue was observed in the space between the graft and the bend relief, filling into the creased area, suggesting that the deformation was present for an undetermined amount of time while (B)(6) was supporting the patient. These findings are consistent with extrinsic outflow graft obstruction during support. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures,¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient underwent heart transplantation. The outcome was due to device related issue. The patient had outflow obstruction as evidenced by computed tomography (CT) and catheterization. They had extreme dizziness with fatigue and dyspnea with movement. The pump was never turned off, but the patient had significant impairment, presumably from the obstruction.